Event description:
It was reported pump had "membrane damaged". There was unknown patient involvement.

Manufacturer narrative:
E1: 07 86 90 80 44. H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical condition of device included damaged downstream occlusion (dso) seal. The cause of the primary problem was a damaged dso seal. The dso seal was replaced.